Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. In this event the pipeline flex devices were used to treat a large cavernous carotid aneurysm. Aneurysm rupture that leads to intracranial hemorrhage is a known inherent risk of endovascular procedure and is documented in the pipeline flex instruction for use. The cause of the reported aneurysm rupture cannot be reliably determined; however, per the reported information, review of IFU, and review of literature to investigate the event, the most likely cause for the event are hemodynamic changes in which an increase in blood flow was observed in the parent artery after ped placement to treat large or giant aneurysm and enzymatic degradation of the aneurysm wall from thrombus formation. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. All mdrs related to this event: 2029214-2016-00341, 2029214-2016-00343.

Event description:
Medtronic received report of aneurysm rupture after implantation of two pipeline flex devices. The patient had received a pipeline flex ((B)(4)) implant to treat an unruptured, saccular aneurysm in the right cavernous internal carotid artery (ica). Aneurysm max diameter was 15mm; neck diameter was 6mm. Landing zone artery size was 4.4mm distal and 4.75mm proximal. The vessel was moderately tortuous. Three days later, the patient underwent retreatment and an additional pipeline flex ((B)(4)) was placed telescoping the first device. All devices were prepared as indicated in the IFU. It was reported that the post-procedure angiographic result was good. Approximately seven hours post-procedure, it was reported that the aneurysm ruptured. It was reported that the patient was removed from life support and passed away the next day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.